Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional contact details: phone number: (B)(6). It was reported that during daily inspection the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involved or adverse event reported. Staff noticed cart helium gage reading zero during weekly testing. Able to resolve via phone support. Fse asked biomed to check if helium tank was turned on at the regulator. Discovered helium tank was shut off. Biomed opened valve and all pressures are immediately rise normal. Root cause is operator error. No further information available as no site visit was required.

Event description:
N/a.

Event description:
T was reported that during weekly testing , the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. Staff noticed cart helium gage reading zero. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.